Event description:
Customer put it in the microwave and then put it on her shoulder. She then felt it leaking over her chest, arm and back, resulting in burns in those areas. Received medical attention for burns and blisters caused by the pack. (B)(6).